Manufacturer narrative:
During inspection and testing, service found the inside of the light guide lens was dirty. Also, the reported event from the customer was confirmed. Liquid leaks at the elevator channel were due to deformation of the plug. In addition, the charge coupled device lens was broken, the light guide lens was broken, the adhesive part of the bending section cover was broken, there was a crease at the connecting tube and at the connecting tube protector, there was a crease at the universal cord, the scope connector cover was deformed, and there was corrosion at the electrical connector due to leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported liquid was leaking at the elevator channel during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the inside of the light guide lens was dirty. This report is being submitted for the malfunction found during evaluation (dirt inside lens). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the gap was generated at the lg-lens (light guide lens) glue by physical stress or the like, and the dirt entered from there. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·important information ¿ please read before use, warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.